Event description:
Doctor treated the subcutaneous tissue of a tissue flap but because the flap was so thin and treatment was superficial, tissue necrosis of the tissue flaps occurred.

Manufacturer narrative:
(B)(4). Eval, method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.